Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was discovered fractured when it was returned to office. No adverse events have been reported as a result of this malfunction as there was no patient involvement.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product was returned and examination of the returned part determined that returned tasp is fractured on the medial side of the post. DHR was reviewed and no discrepancies were found. A previous investigation into this issue determined that the likely root cause for the tibial articular surface provisional (tasp) fractures is bending/torsional loading on the device. Persona tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured component in this complaint was manufactured before the design modification was implemented. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.